Event description:
It was reported that during surgery, while impacting the liner, both the 32mm and 36mm liner impactor heads broke. Backup devices were available. No injury to patient.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A visual inspection of the provided pictures confirmed the stated failure mode. A section fractured off both devices at the threaded attachment end, rendering the devices inoperable. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.